Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented at the hospital after receiving inappropriate atp and hv therapy for atrial fibrillation with rvr. Intermittent long and short p-r delays were noticed. The av interval discriminator was disabled as recommended and the patient was stable.

Event description:
New information received notes that the device was upgraded due to patient's worsening heart failure.

Manufacturer narrative:
No conclusion code available. The reported inappropriate therapy delivery was confirmed in the laboratory. The device was tested on the bench and no anomaly was found.